Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported deep vein thrombosis, pain, swelling, discoloration are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: tilt, vena cava perforation, deep vein thrombosis, stenosis, leg pain, discoloration, and swelling in both legs. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
No additional information provided at this time.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right femoral vein for prevention of deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient alleges tilt, vena cava perforation, deep vein thrombosis (dvt), and stenosis. Patient further alleges ¿continued leg pain both legs, discoloration both legs, swelling both legs, and can¿t be on my feet very long ¿ pain and swelling.¿ (B)(6) 2017 - CT abdomen w/o contrast. Findings: "there is an inferior vena cava filter in place. The apex of the filter is positioned slightly above the origin of the right renal vein and at the origin of the left renal vein. There is slight anterior tilt of the filter by approximately 7 degrees. There are a total of 8 struts of the filter, all which appear to be intact. Two of the posterior struts penetrate the posterior caval wall by 1-2 mm however, there is no evidence of incorporation into adjacent structures including bowel, aorta, or the vertebral bodies. There is standard configuration of the inferior vena cava however, the cava inferior to the ivc filter appears to be diminished in size and is likely stenotic.¿ impression: ¿slight anterior tilt of ivc filter which is positioned at the origin of the left renal vein and slightly above the origin of the right renal vein. The cava inferior to the filter is diminutive ins size and likely stenotic.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Device code(s): appropriate term/code not available ((B)(4)) ¿ device perforation, appropriate term/code not available ((B)(4)) ¿ device tilt. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professionals. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device sometime in (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.